Manufacturer narrative:
Analysis could not verify excessive heat. Pre-temperature test was performed and ambient temperature was 76.0 and in 1 min of testing, the handpiece temperature were t1 - 78.8 and t2 - 79.7. The device operated within normal parameters. The handpiece did come arrived in pieces, put device back together and examined; there was no fault found. The handpiece was cleaned, tested, and passed to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via manufacturer representative that prior to the procedure, the device overheated. There was no patient impact.